Manufacturer narrative:
(B)(4). During baxter's review of the device logs a uf volume that meets increased intra-peritoneal volume (iipv) criteria was found. The device was received operational and in good condition. The device was determined to meet functional and electrical performance specification requirements per returned instrument test/evaluation (rite) testing. Baxter's product analysis lab (pal) evaluated the device where a short simulated therapy was performed and completed successfully. Based on baxter's investigation, the iipv event was confirmed in the logs but not duplicated during pal evaluation. The cause for the iipv found in the event logs was determined to be insufficient drain, one or more cycles advance to next fill when slow/ no flow occurred above the minimum drain volume threshold. The device's service history record was reviewed and no issues were identified that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a returned homechoice device. The iipv occurred on (B)(6) 2011 during drain cycle 3. The programmed fill volume was 2700ml and the total ultrafiltration (uf) volume was 1641ml. This uf volume meets baxter's iipv criteria. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.